Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient had the implant on (B)(6) 2018 and during that time the implanting hcp had decided to use a different anchor rather than one labeled for use with the pumps. The hcp had ended up using a sixsation 8023 b anchor. The rep had reviewed with the hcp at the time of implant what was recommended per labeling however hcp decided to use the other anchor. The rep received a call today about a revision due to a cerebrospinal fluid (csf) leak. She would be going to this case and would be recommending the anchor that was on label for the pump and hoped the hcp decided to use it. The rep did not know any further information at this time. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the healthcare professional (hcp) didn't do anything with the catheter. He just closed the dura more. No further complications were reported.